Event description:
The customer's mother called to report a frozen screen. Troubleshooting was performed, and the frozen screen anomaly continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the liquid crystal display board. Unable to verify the frozen display due to the blank display.